Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a single non-recoverable error 307 appeared. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to contacting the tse, the customer was able to recover the error by pressing ¿recover fault¿ button. The tse reviewed the system logs and found error 25730 and universal surgical manipulator (usm2) being disabled. The tse had the customer power cycle the system to enable usm 2, but error 319 occurred. The customer decided to continue the procedure without usm2. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 2 and completed the device evaluation. The instrument was analyzed and error 319 was seen in the logs. The usm was tested on an in-house system in normal mode where error 319 was confirmed and replicated. The usm was tested on a testing platform where it failed fiber test on rolling loop. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error returned.

Event description:
Refer to h10/h11 for follow-up information.